Event description:
This ra lead was implanted on (B)(6)2009 and remais implanted on this time. A product experience report received on 08/01/2018 states that this lead was involved with noise with oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).